Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra icw, the surgeon inadvertently used the ablate function when he thought he was coagulating. This caused significant bleeding that the coblation coagulation technique could not stop. It was necessary to bring in a competitor's device to control and stop the bleeding. After a 120 minute surgical delay due to this event, the procedure was completed using traditional cold steel methods. There have been no further pt complications reported as a result of this event.